Manufacturer narrative:
This event occurred with a similar device in a foreign market. Once the investigation is completed a supplemental report will be submitted.

Event description:
The customer stated that the mask caused red painful pimples that scar when they go away. The device was used 41 times before they noticed the reaction. They consulted a doctor who advised to stop using the mask and see if it resolves.